Event description:
It was reported by the customer to health canada that patient presented with total hip arthroplasty implant failure (B)(6) 2022. Patient had original total hip arthroplasty of right hip done (B)(6) 2008. 4 weeks prior (B)(6) 2022, patient noticed increased discomfort in right groin radiating down to knee, in addition to a dead leg feeling, like he couldn't move it around well and had decreased range of motion (difficulty getting in and out of car and chairs). Pain was well managed, no acute trauma to hip, and could weight bear. However; at the beginning of february, patient noticed a creaking noise and when it didn't go away he called surgeon who initially completed surgery for appointment. X-rays done and a displaced fracture through neck of femoral implant noticed. Metal alkalosis was also seen. Revision surgery of hip completed on (B)(6) 2022."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported by the customer to health canada that "patient presented with total hip arthroplasty implant failure ((B)(6) 2022). Patient had original total hip arthroplasty of right hip done (B)(6) 2008. 4 weeks prior (B)(6) 2022, patient noticed increased discomfort in right groin radiating down to knee, in addition to a ¿dead leg¿ feeling, like he couldn't move it around well and had decreased range of motion (difficulty getting in and out of car and chairs). Pain was well managed, no acute trauma to hip, and could weight bear. However, at the beginning of february, patient noticed a creaking noise and when it didn't go away he called surgeon (who initially completed surgery) for appointment. X-rays done and a displaced fracture through neck of femoral implant noticed. Metal alkalosis was also seen. Revision surgery of hip completed on (B)(6) 2022."

Manufacturer narrative:
An event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.